Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was an unknown surgery performed on unknown date. After surgery, a removal surgery of 1 plate and 4 screws was performed on (B)(6) 2023. During the removal surgery, the tip of the screwdriver broke while engaged in a screw, and the screw became difficult to remove. Since there were no other screwdrivers, the screw was removed by another method. The tip of the screwdriver was thin and may have been broken due to excessive force. The surgery was completed successfully with about 60 minutes delay. The planned surgical time was 60 minutes. No further information is available. This complaint involves two (2) devices. This report is for one (1) cervic-spine-scr ã¸4 dynam self-drill l18 . This is report 2 of 2 for complaint (B)(4).